Event description:
It was reported that the patient presented in the emergency room in bradycardia; upon interrogation the ventricular lead exhibited loss of capture. The device was reprogrammed. On (B)(6) 2014 the patient went into ventricular tachycardia when his heart rate dropped to the forties due to loss of capture. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.